Manufacturer narrative:
Date of event and lot number, expiration date, UDI section and manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a cosmetic flow in the silicone. The patients mother states that they are able to rub their finger over the blemish and feel it. No patient harm reported.

Manufacturer narrative:
Other, other text: d10 device available for evaluation and h6 evaluation codes: updateddevice evaluation: one device was submitted for investigation. Visual inspection confirmed the presence of excess adhesive and scratches. The complaint was confirmed. Based on device analysis the observed excess adhesive on the shaft was confirmed as a manufacturing nonconformance. It is highly probable to have occurred during the manual assembly process; specifically at the stage in which the connector/neck flange sub-assembly is adhered to the shaft. Potential root causes for the scratches noted on the shaft are consistent with aggressive scrubbing of the tube, use of hard bristled brushes, or sharp wire mounted swabs during reprocessing and post-manufacturing. This goes against instructions for use. A review of manufacturing records confirmed that only one lot number has been manufactured to date for the affected part number. A lot number was not reported by the customer, however the device history record (DHR) for the found lot number was reviewed and found to meet all requirements for release with no non-conformities related to the complaint. No corrective actions will be conducted by the manufacturing facility at this time. Complaint reviews were conducted which confirmed that no other complaints for this lot have been received. Complaint information will continue to be monitored., corrected data: b3, b5, h6 health effects codes

Event description:
Additional information was received correcting information previously reported. The customer reported that the patient did not know the lot number of the product. The event occurred with the patient. There was no medical intervention. The outcome of the event was reported as still ongoing. The event occurred at patient/home.